Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion - root cause: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the two contaminated needle stick injuries occurred to phlebotomists after using a bd eclipse¿ blood collection needle with luer adapter. The needle sticks occurred due to the needles not fully engaging in the protective sheaths. There was no report of medical intervention.